Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer declined to complete the system and would reportedly refill the cartridge on their own. There was no adverse impact to the customer's blood glucose level.